Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, a cracked lcd window, and a missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reports of laying on device after working out. Customer's blood glucose was 72 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.